Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had something stuck in the channel and it was not possible to pass the stent retrieval gasper through the channel. The issue was identified towards the end of the therapeutic endoscopic retrograde cholangiopancreatography procedure while the patient was under sedation and the device was still inside the patient. The subject device was then removed, and the procedure was completed after a brief delay with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to wear and tear, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.